Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture due to dislodgement. The lead was explanted and a new lead implanted without issue. There were no additional adverse patient effects reported.